Event description:
The surgeon implanted a aq2003v 3 piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. No pt injury. The iol injector, model msi-tm, lot number unknown. The iol injection cartridge, model, aq cartridge fp, lot # unknown.